Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer's most current level was 107mg/dl. The customer was treated at the hospital for the highs with IV and insulin shots. The customer did not trust the pump. The customer was advised the pump would be replaced and returned for analysis.